Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1547bc (no batch indicator present) was received for investigation. Visual inspection identified that the distal-most two threads had unraveled from the body of the biocomposite screw. The threads, while damaged, still remained attached to the intact remainder of the screw. It was noted that the method of bone preparation employed, as well as the bone quality encountered during the procedure, were not recorded. As such, this event is most likely the result of improper bone preparation or off-axis insertion.

Event description:
It was reported that during tendon transfer foot surgery when inserting the screw into the bone it cracked. No harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 17-feb-2021: the screw did not break off (it didn´t break in several parts) and nothing is remaining in patient.